Event description:
Information received by medtronic indicated that during a cryoablation procedure, while targeting the right superior pulmonary vein (rspv), the loop of the mapping catheter was hooked into the vein. The physician tried to move the mapping catheter away from the rspv by turning it and the loop of the mapping catheter broke. Attempts were made to remove the broken loop from the patient without success. The procedure was aborted. The loop of the mapping catheter remained in the left atrium of the patient. The physician does not plan to remove the part from the patient at this moment. There were no patient symptoms related to this event.

Manufacturer narrative:
The device was returned for investigation. Visual inspection showed that the array was broken off just before the electrodes. There was no evidence of any embrittlement or brittle fracture on the returned device. No material defects were observed at the fracture surface. There was evidence of rotation and twist pattern on the surface with a dimpled center region characteristic of ductile failure. The nitinol wire seem to be rotated with forces beyond its strength and ductility limit. Observations indicate that the catheter was manipulated and turned 14-15 times while the tip was immobilized which resulted in the break.

Manufacturer narrative:
The device is being sent to the manufacturer for evaluation; results of evaluation will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.